Manufacturer narrative:
D4/h4: serial number lookup yielded no results. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was under infusing patient medication during infusion. There was patient involvement and no patient harm.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log was reviewed, and no entries related to the current complaint were identified. A 12-month service history review confirmed that the device had not been serviced during this period. Visual inspection revealed no anomalies. Functional testing was conducted, and the device successfully passed the accuracy test. As a result, the complaint could not be confirmed, and a root cause could not be determined.